Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during setup for a procedure, the colonovideoscope showed error e315, advising to clean and reconnect. The customer shared that was done many times and with other stacks but still the error persisted. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6-medical device problem code updated fields: d8, d9, e4, g2, h3, h4 based on the results of the investigation, the definitive root cause of the issue could not be determined. The device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.